Manufacturer narrative:
(B)(4). The post market surveillance has requested medical records for these events. The plant investigation is in progress and a supplemental medwatch will be submitted upon receipt of additional, relevant information.

Event description:
An outpatient hemodialysis clinical manager (cm) reported a patient experienced symptoms of skin fluxhing, itching, nausea, and vomiting during her hemodialysis treatment. During follow up, the cm confirmed the reported symptoms. According to the cm, the patient was given benedryl intravenously (IV) which did not resolve the symptoms. She began to feel nauseous and experienced dry heaves. Treatment was discontinued approximately 30 min early. Patients blood was returned. The cm also reported a previous event of these symptoms which occurred on (B)(6) 2015 for which the patient received IV benedryl. The symptoms resolved and she completed treatment. The cm stated the patient had "many other illnesses". When the patient returned for the next scheduled treatment on (B)(6) 2015, she was changed to a revaclear dialyzer. The patient was able to complete treatment without any itching. She has been dialyzing with the revaclear ever since without issue. The cm reports the patient has the following drug allergies: penicillin, codeine, and tramadol. Additionally, the patient had been using the optiflux 180nre dialyzer without any issues since (B)(6) 2013. The dialyzers in both events were discarded. Medwatches are being submitted for both event.

Manufacturer narrative:
(Initial MDR provides manufacture date. Please disregard this as the lot number is unknown, therefore, the manufacture date is not known). The post market surveillance department received medical records associated with the reported event. A clinical investigation is in process. A supplemental MDR will be submitted upon completion of this activity

Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on march 16, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient presented to the hemodialysis clinic on (B)(6) 2015. The treatment was initiated at 12:19 pm. At 2:48 pm, the treatment was terminated due to the patient spitting up blood and complaining of a burning sensation in the chest. Ultrafiltration was turned off and the patient was administered 300cc of normal saline. The patient was then sent to the hospital. Treatment records contain conflicting information. Treatment records note that the patient was prescribed the optiflux 160nre dialyzer. However, the product number provided by the dialysis clinic revealed the product to be an optiflux 180nre dialyzer. The patient medical record does not contain any hospital records from this date; specifically, emergency room progress notes, a medication record, lab/diagnostic tests, diagnoses, or interventions. The medical record does note that the patient received hemodialysis treatment on (B)(6) 2015, but the treatment record and associated notes from this date were not provided. The specific type of dialyzer used during the treatment performed on (B)(6) 2015 is not known. There is no documentation provided within the patient medical record to indicate that a dialyzer malfunction occurred. Medical records do not mention a cause for the patient¿s burning sensation or spitting up of blood. Medical records do not indicate a causal relationship between the dialyzer and the burning sensation and coughing up of blood. Without the hospital records for (B)(6) 2015, a conclusion cannot be made regarding any causal relationship between the optiflux 180nre dialyzer and the patient¿s burning sensation and coughing up of blood. The event that occurred (B)(6) 2015 was reported separately.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all dialyzers with the reported catalog number shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review of the batch production records for all lots (with the reported catalog number) shipped to the complainant in the three months that preceded the complaint occurrence date did not reveal a probable cause for the reported complaint.